Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 14 mmol/l at the time of incident. Troubleshooting was performed. The customer was advised to rewind the insulin pump and insert the reservoir. The customer reported no delivery during the fill tubing. The customer was advised to remove reservoir from insulin pump, disconnect and reconnect at the p-cap and then reconnect the reservoir plunger and push insulin manually. The customer was advised that the no delivery alarm was caused by an occlusion at the connection. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs were filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.